Manufacturer narrative:
A review of the complaint record has found no other instances of similar events for this lot. The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient developed an epidural hematoma shortly after the trial procedure. A surgeon performed a laminectomy and the device was removed. The patient was to recover in a rehabilitation facility; however, the patient experienced a stroke and passed away a day later. The physician does not believe the stroke or the patient's death was related to the device. It was noted that the patient had multiple comorbidities.